Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 37 year old man presented with cardiogenic shock in the setting of non ischemic cardiomyopathy complicated by alcohol related acute pancreatitis. Impella cp was placed during cardiac catheterization and provided support without complications. Multiple attempts were made to place a distal perfusion catheter and this lead to vascular injury requiring vascular surgery repair. The damaged vessel was attributed to the dpc attempts and not the impella sheath. The event is thus being conservatively reported.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details. The cause of the asae was not determined due to insufficient clinical details.